Event description:
Initial reporter indicated that after going through a metal detector at an ER, their patient started having seizures and reported his generator was programmed off. The patient went to their neurology clinic and their device was interrogated and noted to be programmed at zero output current. It was reported that at their previous office visit in november, that they had an interrupted system diagnostic test that altered the patient settings. They will be having their vns programmed settings titrated to their intended settings.